Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy failed intermittently. The fse determined that the reported problem was because of footswitch. As a part of repair activity, the fse cleaned and lubricated the footswitch. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy failed intermittently. The system was in clinical use when this occurred. There was no report of harm.